Event description:
Newborn that is under phototherapy for jaundice was found to not be set up properly. Anm found bili-blanket to be turned off upon shift change. Rn did not notice during shift change. Newborn bilirubin level went from 12.0 before start of phototherapy to 13.3 at 2000 redraw.